Manufacturer narrative:
(B)(4).

Event description:
It was reported there were externalized conductors when the patient presented for a routine replacement due to eri. The patient was asymptomatic. The lead was capped and replaced. The patient was in good condition.